Event description:
Thirty six wk male infant delivered with vacuum delivery system assistance. Delivered after "1 extreme attempts, over 12 mins". Apgars 7,8. Bruising over shoulder/neck area. Admit to nicu for septic work-up. Chest x-ray reveals fractured left clavicle which is not separated. Computerized tomography scan of the head - findings suggest subgaleal hemorrhage in the high parietal area, extending along the rightward aspect of the convexity.